Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the sales rep that during an unknown procedure, the needle popped off right in the swage. It broke off. No patient consequences reported. They used another suture to finish the procedure. Device not returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - when did the needle detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I do not know at what point the suture broke as I was not given that info. The person who reported to me was in the supply chain dept.